Event description:
It was reported that the urology team at the hospital performed a procedure (cystectomy) and at the time of entero-enteroanatomosis they performed a shot with the stapler and the reload 75mm acquired by the institution through the kit. After the procedure, in the postoperative period, feces were detected in the cavity and in the re-approach, there was a complete opening of the staple line. The doctor reported that despite the opening of the staple line, the patient's delicate condition could also have caused the non-fixation of the staples. Finally, after re-approach, the patient continues to recover well. We have not yet obtained data on the product batch, nor on the date of the procedure and how many shots were performed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This file was reviewed by a cross functional team during the weekly adverse event review and additional information is requested: what structure was the stapler fired on? Can a timeline of events be provided to include details of the operative procedure? What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.